Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported that on either (B)(6) 2018 late evening the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. It was further reported that the customer was having unspecified symptoms and the customer¿s husband called the paramedics who obtained a reading of 30 mg/dl, advised the customer to eat peanut butter and cookies, and took her to the hospital. It was not specified if subsequent readings were obtained by the paramedics or at the hospital. Customer was diagnosed with hypoglycemia and injected with an unspecified amount of insulin at the hospital. It should be noted that the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. It was also reported that the customer is injecting 15 units of insulin as a regular medication. No other diagnosis and no new medications were prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter and the DHR showed the meter passed all tests prior to release. A DHR for the freestyle strips and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s husband reported that on either (B)(6)2018 or (B)(6) 2018 late evening the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. It was further reported that the customer was having unspecified symptoms and the customer¿s husband called the paramedics who obtained a reading of 30 mg/dl, advised the customer to eat peanut butter and cookies, and took her to the hospital. It was not specified if subsequent readings were obtained by the paramedics or at the hospital. Customer was diagnosed with hypoglycemia and injected with an unspecified amount of insulin at the hospital. It should be noted that the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. It was also reported that the customer is injecting 15 units of insulin as a regular medication. No other diagnosis and no new medications were prescribed. There was no report of death or permanent injury associated with this event.